Event description:
It was reported that there was a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer intended to continue using the current pump for backup therapy until the replacement arrived.